Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the delivery catheter system (dcs), all wires, and introducer sheaths were removed from the patient, protamine was prescribed to reverse the heparin used during the procedure. Just after the protamine was administered, the blood pressure decreased rapidly and a widening qrs was noted on the electrocardiogram (ECG). The physician quickly regained access to the femoral artery with the 6 french sheath and placed a 6 french pigtail catheter in the ascending aorta. Angiography showed that the left main coronary artery was occluded. A decision was made to open the chest and perform a coronary bypass to the left anterior descending (lad) and circumflex artery. The patient tolerated the procedure well. It was reported that the device had been prepped, inserted and delivered all within the instructions for use (IFU) standards. The physician believed that the patient had a reaction to the protamine which most likely thrombosed the left main coronary artery. The patient's activated clotting time (act) levels had been monitored every 30 minutes throughout the procedure and were noted to be at or above 300 seconds. No act was drawn when the occlusion was noted. It was reported that the patient was recovering well following the procedure. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records submitted for review confirmed there was a good result of a fully deployed valve at a 3 mm depth. There were no images provided supporting the valve load on fluoroscopy or confirming the reported recaptures, deployments or the paravalvular leak (pvl). The angiogram showed the coronaries filling, however there appeared to be a shadow suggesting a partial occlusion of the ostial left main artery but still had timi grade 3 flow. There is no imaging confirming the coronary artery bypass graft (CABG) post valve implant. There was no evidence to confirm whether the patient reacted to the protamine as a result of the left main occlusion. Pvl can be caused by valve positioning, patient anatomy, or presence of pre-existing patient conditions. Medtronic is unable to conclusively determine the cause of pvl and connection between the valve and the occlusion of the left main artery. However, the occlusion of the left main artery, most likely led to the patient's reported drop in blood pressure and may have played a role in the widening qrs noted on electrocardiogram (ECG). The report of thrombosis was ascertained to be unrelated to the valve or its functionality. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.